Event description:
A caller reported a cartridge alarm 20 issue with their insulin pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose levels. Technical support decided to replace the pump and provided a pump with updated software. The customer was instructed to use multiple daily injections (mdi) as backup therapy and received guidance on managing the pump and the steps required after receiving the replacement. The problematic pump was to be returned to tandem within 10 days.